Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot formation occurred. Upon receipt, the catheter was visually inspected and char was found on the dome and the helix and the thermocouple wire was found broken inside the pebax. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Then a coolflow pump test was performed and the catheter passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char thrombus on the tip has been verified. The root cause of the thermocouple wire breakage and the helix damage cannot be determined, it could be related to the handling of the product however, this cannot be conclusively determined. Char is a physical phenomenon of rf; it can be the normal result of the ablation process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/14/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot formation occurred. After the transseptal puncture, soundmerge and pulmonary vein isolation was conducted; the catheter was removed from the patient to change the sheath. At this time, clotting was noted to be stuck to the tip of the catheter. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature or flow of the catheter during the procedure. The generator was used in power control mode. The patient did receive anticoagulant during the procedure. The issue was resolved by changing the catheter to another one and the procedure was completed with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed.this event is MDR reportable because a clot has poor adherence to catheters and it could be a potential source of embolism.